Event description:
It was reported that the patient died at home. The family of the patient believes the implantable pulse generator (ipg) is somehow related to the death. Follow up information from the physician's office was unable to reveal the actual cause of death but the physician does not believe that the device was responsible or in any way involved in the patient death. According to the physician's office there were no known issues with the device. Further information about the cause of death was requested and not made available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).